Manufacturer narrative:
Depuy is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy or its employees that the report constitutes an admission that the device, depuy , or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. H10 additional narrative: correction: d1, d4: the product name was updated; therefore, the brand name and catalog were updated accordingly. Additional information: b3: date of event was unknown on the initial report and has been updated accordingly. E1: initial reporter email was unknown on the initial report and has been updated accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
This report is being filed after the review of the following journal article: blonna, d., et al (2016), arthroscopic bankart repair versus open bristow-latarjet for shoulder instability: a matched-pair multicenter study focused on return to sport, the american journal of sports medicine, vol. 44 no.12, pages 3198-3205 (italy). Doi: 10.1177/0363546516658037. This study emphasizes on comparing, in a matched-pair multicenter study, the clinical results after open bristow-latarjet versus arthroscopic bankart procedure, with particular emphasis on return to sport after surgery. The patients evaluated on course of this study: the study was conducted years from april 2004 to december 2010 in 2 hospitals matching 60 patients with posttraumatic recurrent shoulder instability with a minimum follow-up of 2 (30 patients were treated with arthroscopic bankart procedure and 30 patients with open bristow-latarjet procedure. The study inclusion criteria were posttraumatic recurrent anterior dislocation with a minimum of 2 episodes of documented dislocations, minimum follow-up of 2 years and patients older than 18 years. All patients included in the study had a magnetic resonance imaging (MRI) arthrogram and standard radiographs. A computed tomography (CT) scan was also given except for 5 patients. After the arthroscopic bankart procedure, the patients were placed in a standard sling for 4 weeks, but gentle pendulum motion was allowed. From 5 to 8 weeks, patients were allowed to perform passive and active motion up to 0° of external rotation and 90° of abduction with the support of a physical therapist. Starting from 9 weeks postoperatively, full rom was allowed. Non-collision sports were allowed starting from 3 to 5 months postoperatively. Collision sports were permitted after 6 months. After the open bristow-latarjet procedure, the patients were placed in a standard sling for 3 weeks and a gentle pendulum motion was allowed immediately after surgery. After 3 weeks, the sling was removed, and the patients were allowed to recover progressive full rom with the initial support of a physical therapist. Non-collision sports were allowed starting from 2 months postoperatively. Collision sports were permitted after 6 months. The article describes the following procedure: arthroscopic bankart procedure, including bankart repair and retensioning of the anterior capsule, and open bristow-latarjet procedure, using a single 4.5-mm malleolar screw without washer in all cases to fix the coracoid to the glenoid. The device involved was a lupine suture (depuy synthes) along with two other sutures from a competitor. Complications mentioned in the article were: 3 patients who underwent arthroscopic bankart procedure experienced a recurrent dislocation. 3 patients in the arthroscopic bankart group were not able to return to sport. 5 patients in the open bristow-latarjet group were not able to return to sport. 2 patients in the open bristow-latarjet group experienced a postoperative hematoma, 1 case required a revision surgery.